Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 7.0x40x75cm express® ld iliac / biliary stent was advanced to treat the lesion. However, it was noted that the stent came off the balloon. The dislodged stent was pushed into the intended location and inflated with a different balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was fine.